Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 999 mg/dl. Customer experienced diabetic ketoacidosis as a result of high blood glucose levels. Troubleshooting for high blood glucose levels was performed. Customer advised she found a finish loading alarm and multiple no delivery alarms in their alarm history. Customer declined to further troubleshoot for high blood glucose levels.